Event description:
It was reported that the patient underwent a revision procedure approximately 6 years post implantation due to poly wear. The doctor believes the problem occurred due to the liner not being fully seated in initial surgery. Explanted device did show backside poly liner wear. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. It was noted the surgeon felt the issue occurred due to the liner not being fully seated in the initial surgery, however without medical records or the returned device, it cannot be confirmed how the wear occurred. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device location is unknown.

Event description:
There is no additional information available at the time of this report.